Event description:
A nurse reported that prior to surgery, a system message occurred. After reseating the footswitch cable, the system message was not generated again. A different footswitch and cable were substituted and the cases proceeded without any impact to pts.

Manufacturer narrative:
A footswitch cable has been received by the MFR, but the eval has not yet been completed. The investigation, including root cause determination, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).